Event description:
It was reported the customer had a test failure alarm on their insulin pump. Customer's alarm history also showed a no delivery alarm. Customer declined to troubleshoot for the no delivery alarm. It was also found the customer was unable to navigate through their insulin pump unless they rewind first. Customer's blood glucose was unknown. It was also found the customer had keypad issues with their insulin pump, but declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2015-06901.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. However, intermittent button response was noted due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and cracked battery tube threads.